Event description:
Pt admitted to hospital for removal and replacement of breast implants secondary to ruptured right breast gel implant. Pt also had bilateral capsulectomies and removal of breast lumps.